Manufacturer narrative:
The initial MDR was incorrectly submitted as a 5 day report. This follow up is to clarify that this is a 30 day report.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process.

Event description:
Patient's contact called and stated that while on step 9 of the treatment end screens when removing the cassette there was fluid leaking inside the pump module. Patient's contact stated that the patient also received an air detected in the cassette while in drain 3 and drain 4, and after pressing the ok key both times they were able to get past it. The cycler was replaced. The tubing set was discarded. A follow up call was made to the patient's nurse who confirmed that there has been no patient injury and that no antibiotics were provided.